Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated device evaluation: one device and two photos were received for investigation. Photo one shows no damage or dysfunctional conditions are observed. Photo two shows a close-up of the proximal end female luer connector which is observed to have a crack. Visual inspection of the received device confirmed the complaint when the crack was observed. A leak test was performed and the leak confirmed. Testing was conducted to try to duplicate the issue in the manufacturing facility. Based on the sample returned by the customer it was not possible to replicate the issue or confirmed as manufacturing process issue. After reviewing the mitigations that are performed during the manufacturing process to detect leak, the root cause is that the female luer connector became damaged after the product left manufacturing facilities. Root cause could not be established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions are required because the mitigations on place were revised and are being executed as determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that during use, a fluid leak from the product was observed. No patient injury. No additional information available for this complaint.